Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three days post implant that the right atrial (ra) lead exhibited high thresholds, non-capture and was not pacing consistently. The ra lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.